Manufacturer narrative:
Concomitant medical products: 5071-53 lead; 5071-53 lead, implanted (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was prophylactically explanted and replaced due to the field corrective a ction (fca). The patient is pacing dependent; therefore, replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary (corrected): the device was returned and analyzed. Preliminary and functional testing was performed on the returned device. Results confirmed normal pacing and sensing functionality. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. However, the measured impedance in the battery had not reached a level to impact device performance. If information is provided in the future, a supplemental report will be issued.